Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the device exhibited high capture threshold with diaphragmatic stimulation and the pace lead impedance increased more than double the baseline. Lead reposition was scheduled for this event date. The lead did not confirm perforation and no surgery was done. The lead repositioning was cancelled and the patient will be monitored.